Event description:
On february 6, 2025, an impulse dynamics field representative was informed that a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) had contracted an "enterococcus faecalis septicemia" blood infection, and the ipg and leads were extracted on (B)(6) 2023. The patient later received a new osm ipg, which remains implanted to this day. The explanted device was discarded by the hospital and was not available for evaluation. There is no information to suggest the original ipg caused or contributed to the patient's blood infection; the removal was deemed prophylactic. A review of the ohr including device sterilization records did not uncover any anomalies.